Manufacturer narrative:
All buttons function properly, however moisture damage was found on keypad traces. No ramping numbers on their own or scrolling bar moving anomaly noted. All operating currents are within the specification, no unexpected low battery, battery out of limit or off no power alarm noted. Pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that numbers began to scroll on their own when setting the time and date. Customer removed batteries for less than one minute and received excessive battery out limit alarms and was not able to clear. Customer's blood glucose was 225 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.